Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the instructions for use (IFU) a review of the device history record (DHR) was unable to be conducted as the aquabeam robotic system serial number is unknown. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: sexual dysfunction, including ejaculatory and erectile dysfunction. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system instructions for use list ejaculatory dysfunction as a potential risk of aquablation therapy. Based on the event details plus a review of the IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2023, a male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware via social media that the patient experienced unspecified "serious, life changing issues" post aquablation therapy. Procept followed-up with the patient who revealed that his ejaculatory fluid reduced to about 25% compared to baseline and his orgasm has worsened. No malfunction of the aquabeam robotic system was reported.